Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a lithovue touch pc was used in a flexible ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the lithovue touch pc was turned on however the screen produced no image. The lithovue touch pc was rebooted and still did not produce an image. The procedure was cancelled due to this event. Afterwards the physician tried to test the lithovue touch pc by using a dvi cable and the image showed on an external monitor while the lithovue touch pc still had no image. There was no serious injury/adverse effect to patient as a result of the event.

Manufacturer narrative:
Block h10: device problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed block h10: investigation results the returned lithovue touch pc was analyzed. A functional evaluation noted that the lithovue touch pc display was blank at power on. The touch pc booted up to the blank screen instead of the application screen. The reported the monitor was blacked out was replicated. The reported event was confirmed. This investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected because the reason for the monitor had no image was most likely determined to be defective component inside the touch pc from the functional test performed and the analysis of the available information. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that defective component inside the touch pc was the most probable cause of the complaint/event. A review of the manufacturing documentation for this device revealed that no noncoformance related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a lithovue touch pc was used in a flexible ureteroscopy procedure performed on (B)(6) 2020. During the procedure, the lithovue touch pc was turned on however the screen produced no image. The lithovue touch pc was rebooted and still did not produce an image. The procedure was cancelled due to this event. Afterwards the physician tried to test the lithovue touch pc by using a dvi cable and the image showed on an external monitor while the lithovue touch pc still had no image. There was no serious injury/adverse effect to patient as a result of the event.